Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, a faradrive steerable sheath aspirated air bubbles. During insertion of the catheter, when aspirating the side port of the sheath, the physician noticed a lot of bubbles entering the side port. Replacing the sheath with a new one solved the problem. The procedure was completed successfully without patient complications. The device was disposed and will not be returned.